Manufacturer narrative:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2021. The implanted device remains. This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the patient experienced poor magnet retention and was treated with injectable steroids. The implanted device remains.